Event description:
It was reported that the patient presented in the hospital experiencing discomfort after receiving external stimulation from the right ventricular (rv) lead. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.